Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's fill volume was 1000ml, the drain volume was 1887ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On 18 of march, product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, false empty detect and use error clinician inappropriately set minimum drain volume % setting too low. The nurse indicated she was aware of the low minimum drain volume setting. The nurse stated she has to keep it low because the patient has a very small day fill and the caregiver (cg) would always get alarms and have to bypass. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). Issue # eval- (B)(4). The device had passed the homechoice rite functional requirements test and had failed the ground bond resistance in homechoice rite electrical safety analyzer test. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Probable cause for these iipv: insufficient drain, false empty detect and use error clinician inappropriately set minimum drain volume % setting too low. The device will be routed to the service area. CAPA-(B)(4) is currently open for the reportable malfunction of iipv/over delivery.